Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako pka software was reported. The event was not confirmed because the product was not available for inspection. Method & results. -product evaluation and results: review of the case session files was not performed as case session data was not provided. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob147 was inspected on 03 june 2011 and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob147 shows 0 similar complaints for pka software - inaccurate resection. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the case session/log data are needed to complete the investigation for determining root cause. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Device not returned.

Event description:
Robot burred approximately 5-6 mm of extra bone on the posterior/lateral edge of a pf component leaving a portion of exposed bone just lateral of the component. The surgeon burred at approximately 30 degrees of limb flexion after urging him to burr at 110 degrees. Registration was completed at approximately 90 degrees of limb flexion. Surgical delay 30 minutes case type / application: pka (mics).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Robot burred approximately 5-6 mm of extra bone on the posterior/lateral edge of a pf component leaving a portion of exposed bone just lateral of the component. The surgeon burred at approximately 30 degrees of limb flexion after urging him to burr at 110 degrees. Registration was completed at approximately 90 degrees of limb flexion. Surgical delay > 30 minutes. Case type / application: pka (mics).